Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, pulse wires within ecgs a and b were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. No adverse event resulted from the open connection. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) male pt contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.